Event description:
Caller reported a cartridge alarm 30, which did not cause any adverse impact to the customer's blood glucose level. Technical support confirmed that the issue was not part of the load process and there were no previous reports of similar alarms with this pump. They decided to replace the pump, which is still under warranty, and provided the caller with guidance on how to handle and return the problematic pump. Caller was informed about programming settings and connecting their continuous glucose monitor to the replacement pump. The caller agreed to use a backup insulin pump to ensure continued insulin delivery and was advised to return the faulty pump within 10 days using a pre-paid label to avoid additional charges. Replacement pump includes the latest software, and caller accepted all instructions provided by technical support.